Manufacturer narrative:
(B)(4) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. The peritonitis was manifested by cloudy effluent and abdominal pain. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (dose, route, frequency, and duration not reported) for the peritonitis. At the time of this report, the recovery status of the patient was unknown. Physioneal therapy was ongoing. Additional information is not available at this time.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient's symptoms had subsided and that the patient had recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.